Event description:
It was reported to philips that the system's geometry module was not responding, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that the system's geometry module was not responding. Upon troubleshooting, the fse found a bent tsm connector. The pins were not affected, but the connector housing was broken. A temporary fix was attempted by straightening the pins, but the tsm and geo module still did not start. Further investigation revealed a blown fuse (f9) on card ny-16, which was replaced, restoring functionality. However, due to the broken tsm connector, the printed circuit board and tsm cable were replaced, which resolved the reported problem. The defective ttcf board was returned to philips for failure analysis, and other failure was found to be loose and/or broken-off elements. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.